Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. ¿date of event¿ is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention occurred to explant and replace the ipg. Post-operatively, the issue was resolved.